Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed high impedance measurements on all lead contacts. Consequently, surgical intervention was undertaken on (B)(6) 2017 during which time the lead was explanted and replaced. Effective therapy was achieved postoperatively.